Event description:
Customer's mother called to report a problem with the insulin pump. The insulin pump keeps rewinding. The drive support cap is sticking out. The insulin pump is stuck in rewind. Did not want to troubleshoot. Caller requested a replacement. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test, excessive no delivery test and prime test. The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to verify alarm due to motor error alarms. The motor was tested outside of the device and passed. The insulin pump received with scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.